Manufacturer narrative:
Results of investigation: customer preferred to have old main board and they will troubleshoot further. Old main board back was installed on unit. Ok to close call.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator had an issue when it was being used on a patient, roughly between 10 to 11 a.m. The unit screen went completely dark (blackout), the top 2 led was flashing red and producing a long consistence beep noise. Unknown patient harm was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.